Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion service technician was able to duplicate customer¿s reported problem ¿unit had the pigtail applied and it would not lock into position.¿ the service technician was not able to duplicate customer¿s reported problem ¿would not charge the vent.¿ visual inspection revealed power flex component jp4 is physically damaged. Pins2 and 5 of jp4 are burned. The service technician installed known good pigtail adapter to vent, pigtail adapter would not connect properly, would be easily removed. Due to physical damage of power flex, known good ac adapter was not connected to prevent damage to test equipment.

Event description:
The customer reported model palmtop ventilator revel had the pigtail applied and it would not lock into position. Pigtail would not charge the ventilator. At this time, it is unknown if there was any patient involvement associated with this event.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.